Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What prep was used prior to, during or after adhesive use? Ans.: firstly the skin is approximate (after clean & dry the wound) then mesh is applied from apex to bottom (1cm inch each side margin). Then open the nozzle of applicator, apply on mesh. Was a dressing placed over the incision? If so, what type of cover dressing used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Were any patch or sensitivity tests performed? No. Patient demographics: initials / ID, gender, age or date of birth; bmi. (B)(6). Age: (B)(6). Gender: female. Patient pre-existing medical conditions (ie. Allergies, history of reactions). No. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Current patient status. Speedy recovery. What is the procedure name? Name of procedure total knee replacement( unilateral). What is the procedure date? (B)(6) 2022. What date did the reaction occur on? (B)(6) 2022. What does the reaction look like and how large of an area does the reaction cover? Redness skin appear on applying area, from apex to bottom of the dermabond applied area. Do you have any pictures of the reaction? Yes. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; wound debridement)? If so, please specify. No. If medication was required, please clarify if it was prescribed by a physician and what was prescribed. Antibiotic drug given for clear the reacted area. What is the most current patient status? Ok now. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. No product available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on (B)(6) 2022 and topical skin adhesive was used. Post operatively, a severe allergic reaction to the patient after usage of adhesive on the suture line. Redness of skin appeared on applying area, from apex to bottom of the adhesive applied area. Antibiotic drug given for clear the reacted area. Patient has recovered. Additional information has been requested.